Manufacturer narrative:
Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the lead stylet was switched, the second stylet could not be completely inserted in the lead. The green and blue stylet was replaced with the white and blue stylet and while the ¿stylet could be proceeded to the proximal to the initial place,¿ it ¿could not be inserted completed to the initial place.¿ the white and blue stylet was then removed and inserted again; however, it ¿felt blocked in side.¿ the lead was not implanted and was instead replaced as a result of the event and the issue was resolved. It was unknown whether any external factor had led or contributed to the event. There were no complications reported or anticipated.